Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the handle had fractured at the strike plate. The strike plate shows the impact damage to the strike plate. Sem analysis identified the inserter has numerous deformations, scratches & wear marks from heavy use over time. The strike plates weld fracture surface shows post fracture impacts have obfuscated nearly all fracture artifacts that could suggest a fracture mode. Weld views from that fracture surface also show post-fracture damage preventing artifact visualization that could suggest a failure mode. The xrf scan verified both the strike plate and weld metals as a 17-4 stainless steel alloy. The scan also shows 15-5 as the 2 alloys overlap in the metallic composition. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impact plate of the g7 curved acetabular shell inserter fractured during surgery and another instrument was used to complete the surgery. No adverse events have been reported as a result of the malfunction.